Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. Only one clip out of three comes out and it does not close well. Another like device (same reference, same lot number) was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient?

Manufacturer narrative:
(B)(4). Antibakup, hoop spring. The analysis results found that the was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device. It was noted that the clips not feed as intended. Additionally, the antibackup was non-functional. However, this finding is not related with the incident reported. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The final quality release criteria were met before this batch was released for distribution.